Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for approximately four patient samples from the ER. Of the data provided, only the results for one patient sample were discrepant and reported outside the laboratory. The initial results were sodium 162 mmol/l, potassium 5.11 mmol/l, and chloride <60 mmol/l. These results were reported and were questioned by the ER. The sample was repeated on an integra 400 analyzer and the results were sodium 130 mmol/l, potassium 3.99 mmol/l, and chloride 98 mmol/l. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative could not find a cause. He checked the ise assembly and performed ise checks which met the guidelines. Calibration and qc were performed and met the guidelines. Precision testing was performed. A specific root cause could not be determined. Questionable results that recover in opposite directions can be caused by any disturbance within the kcl/sipper flow path such as micro bubbles, grounding effects, or partial clogging. Other possible causes include air in the sample channel, leakage current coming from the waste, or an old and/or expired reference electrode.